Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient had a poor environmental condition. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient was hospitalized for the peritonitis event. Also that same day, the patient began treatment with intraperitoneal cefazoline (2 g per day) and intraperitoneal gentamicin (80 mg per day) for peritonitis. Dianeal therapy remained ongoing. Eighteen days after the event onset, the cefazoline and gentamicin were discontinued and the patient was discharged from the hospital. Also that same day, the patient recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.